Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As rec'd, the belt failed the therapy electrode recognition test. Upon eval, there was an open black pulse wire in the front therapy electrode cable between the dist node (dn) and ECG electrode b. The cause of the non-functional therapy electrodes is the open black wire. The root cause of the open black wire is excessive force placed on the cable. No adverse event resulted from the open pulse wire.

Event description:
A zoll dist an electrode belt indicating that the therapy electrodes were non-functional.